Manufacturer narrative:
(B)(4). Additional information: correction: the lot was manufactured from 04/24/2014 to 05/02/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with providone iodine solution had a sponge that was found outside of the cap, but inside the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.